Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support provided troubleshooting recommendations for bulb replacement. The reporter requested the part number for lamp replacement. To date, no device has been returned for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-180 lamp went out. The reporter could not confirm if this event occurred during procedure, however, she was able to confirm there was no patient harm associated to this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows: the legal manufacturer provided solutions and sections of the instruction for use manual to reference. The examination lamp has not been ignited yet. The examination lamp is not installed. The examination lamp is not installed correctly. The examination lamp is broken.solution (1) press the lamp button. Reinstall the examination lamp as described in section 5.1 on page 64.